Manufacturer narrative:
The insulin pump auto off alarm functioned properly. The insulin pump was monitored for 24 hours with no auto off anomalies. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump alarmed auto off. Customer states that the device may have alarmed due to a programming issue. Customer declined troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.